Event description:
(B)(6) said he was notified that a patient lift fell with patient in it. He did not have model number or serial number. He did not know if anyone was hurt. He did not have any other information at this time.